Event description:
"Upon opening applied medical, kii fios first entry obturator with z-thread sleeve a strand of black hair was noted on the trocar. This trocar was removed from the surgical field and replaced with a "like" device."intervention - "none."patient status - "no issues."

Manufacturer narrative:
On (B)(6) 2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with pt ID# (B)(6) #(B)(4) investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Product manufactured at applied medical is assembled in a clean room environment. Applied medical has taken several actions to reduce the presence of particulates and will continue to focus not only on detecting the particulates during manufacturing, but eliminating particulates at the source. In addition, training has been conducted with manufacturing to develop a heightened awareness of this incident. This document represents our final report.

Manufacturer narrative:
(B)(6) 2014 updated - resend this report due to "failed" error message on the submission result summary.this report is to follow up with pt (B)(4).the incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Product manufactured at applied medical is assembled in a clean room environment. Applied medical has taken several actions to reduce the presence of particulates and will continue to focus not only on detecting the particulates during manufacturing, but eliminating particulates at the source. In addition, training has been conducted with manufacturing to develop a heightened awareness of this incident. This document represents our final report.